Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown. (B)(4). Investigation summary: bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm in gel, defective marking, damaged (scratched) tube, dirty cap, spot in tube, dirty tube and air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological, air bubbles in the gel and no label or missing label information. The following information was provided by the initial reporter, translated from (B)(6) to english: ¿the following issues were found in tubes (367968): defective marking x152 fm in gel x6 damaged tube x4 dirty cap x1 spot in tube x2 dirty tube x78 air bubbles x32¿.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm in gel, defective marking, damaged (scratched) tube, dirty cap, spot in tube, dirty tube and air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological, air bubbles in the gel and no label or missing label information. The following information was provided by the initial reporter, translated from japanese to english: : ¿the following issues were found in tubes (367968): defective marking x152, fm in gel x6, damaged tube x4, dirty cap x1, spot in tube x2, dirty tube x78 & air bubbles x32¿.